Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was reported to have passed away on (B)(6) 2025. A review of ICD data was requested by the field to determine if there was any information stored in the ICD memory around the time the patient passed. Review of device data by boston scientific technical services (ts) confirmed on the date of death, undersensing was observed on the right ventricular (rv) channel, causing inappropriate pacing from the ICD, despite there still being intrinsic activity. This seemed to trigger an arrythmia in the rv, which accelerated significantly, and included varying amplitude morphology measurements. There was competition between the pacing by the ICD and the patient's intrinsic signals in the rv. The device continued to undersense the rv activity, thus causing more intermittent pacing. After anti-tachycardia pacing and shock delivery, the ICD continued to pace because of arrhythmia undersensing. At the same time, the underlying ventricular arrhythmia ongoing was ongoing. Based on the data available, ts concluded the undersensing likely triggered the ventricular arrythmia, which eventually caused the patient's demise. The leads trends prior to the patient's death were stable and in-range. All evidence indicates the ICD was explanted from the body and will not be returned for analysis. No additional adverse patient effects were reported.